Event description:
The dealer reported that the motor seized up, will not move and that there is a bad smell.

Manufacturer narrative:
This medwatch was created and submitted inadvertently. It is a duplicate of manufacturer report number: 1525712-2013-01731.